Event description:
It was reported that prior to surgery on (B)(6) 2024, high impedances were found on the second lead. As a result, the physician opted to replace the second lead as well during surgery on (B)(6) 2024. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.